Manufacturer narrative:
The associated device was returned and evaluated. The visual inspection revealed that the returned tibial baseplate shows dried cement on the device. The device shows signs of wear. This inspection was conducted by naked eye. A dimensional evaluation performed on the device revealed that all measurable critical features that could be analyzed were within specification. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part numbers over the past 12 months and for the batch numbers based on historical data of the devices did not reveal similar events for the listed devices. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include surgical technique used or user/procedural variance. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that during a tka, a journey tibia base np lt sz 3 was opened and implanted, even though it was the wrong implant. There was a significant delay and the procedure was finished using a smith & nephew back up. Patient was not harmed.